Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the full lead was returned and analyzed; analysis revealed the helix was bent. The guide tooth was also damaged and visual analysis noted the lead was damaged at implant. (B)(4).

Event description:
It was reported that upon opening, the helix of the lead was in the extended position. In addition, the lead would not manipulate properly and was difficult to position. The physician opted to open and use a new lead. No patient complications have been reported as a result of this event.